Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. At this time, this rv lead remains implanted. No adverse patient effects were reported.